Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be conclusively determined through this evaluation. A direct correlation between the reported thrombus and the elevated pump powers/estimated flow and elevated lactate dehydrogenase levels cannot be conclusively determined through this evaluation. Low flow and driveline fault alarms were confirmed via the submitted log file data; however, specific causes for each cannot be conclusively determined through this evaluation. The submitted log file contained data on (B)(6) 2021 spanning from 03:59:21 to 08:27:27, per the timestamp. A total of 5 low flow alarms were captured from 04:06:04 to 04:18:30 as the estimated pump flow was calculated to be below the threshold of 2.5 liters per minute (lpm). A total of 57 intermittent yellow wrench advisory alarms associated with driveline faults were captured throughout the log file. The driveline fault alarms appeared to be associated with elevated phase 2 hex values as compared to phases 1 and 3. A total of 34 intermittent replace controller alarms were captured throughout the log file and are addressed via pi main #(B)(4). No other notable alarms were captured. Intermittent elevations in pump power/estimated flow associated decreased pulsatility index values were captured throughout the log file and resolved prior to the timestamp of (B)(6) 2021 at 07:10:23. Based on our complaint history and similarly reported events, this behavior could be indicative of potential device thrombus; however, a specific cause for the change in pump parameters cannot be conclusively determined. The patient presented to the emergency department with driveline fault alarms and high pump powers/estimated pump flows upon device interrogation. The account communicated that they had concerns of device thrombus and did not want to stop the pump for a potential controller exchange if it was not necessary. Lab work was conducted, which revealed a slight elevation in the patient¿s lactate dehydrogenase (ldh) level (299 units per liter (u/l); normally is 205-217) and an international normalized ratio of 1.1. Chest/abdominal x-rays of the patient¿s driveline were collected and appeared unremarkable. Per consultation with abbott technical services, the account did not think a controller exchange was necessary at that time. The patient remains ongoing on (B)(6) and no further events have been reported at this time. Additional information regarding the event was requested from the account; however, none has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2013, the heartmate ii left ventricular assist system (lvas) instructions for use (IFU) contains the following information: section 1 lists thrombus and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This section also addresses pump speed, power, flow, and pulsatility index and explains that pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Of note, pump flow is estimated from the pump power. Section 6 outlines the indications of thrombus and how to respond to such events. This section also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 contains information that covers all visual/audio alarms and what action(s) should be performed when they occur. Various sections of this document discuss damage due to wear and fatigue of the driveline/driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook contains information on caring for the driveline, as well as information that covers all visual/audio alarms and what action(s) should be performed when they occur. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2021-04379. It was reported that the patient was admitted to the emergency room while having driveline fault alarms starting at 5:30pm with transient high power and high flow. The patient was reported to live in hospice, palliative care. The log files were submitted for review. The customer site ordered hemolysis labs and kidney, ureter, and bladder (kub) x-ray. The patient's family reported observing a controller fault alarm, but this could not be identified on device interrogation. The log file analysis revealed intermittent low flow alarms from (B)(6) 2021 at 4:06am to 4:18am. The pump is seeing a reduction in blood volume. The data reviewed showed an increase in power and a decrease in the average pulsatility index (pi) over time. There was concern from the customer site that the patient has a thrombus. The log file also showed driveline fault alarms appear to be the characteristic of an early driveline fault due to the sensitivity of the driveline fault detection circuitry. It was recommended to monitor the patient and perform a controller exchange for troubleshooting if the alarms continue. The patient's lactate dehydrogenase (ldh) was up slightly to 299 u/l from his baseline reading of 205-217 u/l. The patient's international normalized ratio (inr) value was 1.1. The x-rays were unremarkable and a system controller exchange was not performed.